Event description:
It was reported that customer was having issues with his sensors. Customer stated the first sensor he was trying to load to serter and second sensor was alarming threshold suspend. Customer stated had large difference on sensor and blood glucose readings. Customer's blood glucose was 154 mg/dl. Troubleshooting was done. The customer was advised that 2 sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4) inspected two opened/used enlite sensors and performed testing. Both sensors passed per specification with accurate readings. Unable to confirm the insertion complaint due to the customer not returning the insertion needle. Also found two cannulas bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.